Event description:
Postoperative diagnosis: lateral luxation of the right hip, status post revision of her previous acetabular component. Fracture of the polyethylene found in addition. Operation: revision to a howmedica 66 millimeter cluster cup with three large cancellous screws for stabilization. Hip prosthesis was implanted in another facility approx. 11 years ago.